Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints reported from the lot. All available information was investigated, and the reported slda per the physician is related to friable leaflets and is therefore, related to patient conditions. Unspecified tissue injury appears to be due to patient conditions (friable leaflets). Mitral valve insufficiency/regurgitation appears to be due to the slda and tissue injury. Tissue damage and mitral regurgitation are known possible complications associated with mitraclip procedures. Unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ on (B)(6) 2024. One clip was placed, reducing mr to grade 1+. On (B)(6) 2024 a second mitraclip procedure was performed. It had been discovered that the clip had detached from the posterior leaflet (single leaflet device attachment/slda), and there was also a tear on the posterior leaflet. Mr had returned to 4+. One clip was positioned and deployed lateral to the slda clip, reducing mr to 3+. A second clip was positioned to further reduce mr, however, the mean gradient increased from 2.5mmhg to 8mmhg. The physician opted to remove the clip, leaving the final mr at 3+ and final gradient 2.5mmhg.